Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the cartridge was filled with approximately 260 units. The user's blood glucose (bg) level was elevated with high ketones; however, the exact bg value was not provided. The user addressed bg level with a manual injection. The user successfully loaded a new cartridge and resumed insulin delivery.